Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection of the screw head that was returned. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects. The device history records could not be reviewed since no lot number was provided. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Surgeon was plating a left angle fracture. The surgeon pre-drilled a pilot hole using a right angle drill, and then proceeded to screw the implant with the drill free screw. The screw head broke off while being implanted into the patients mandible. No consequences to the patient due to the screw breaking off.